Event description:
It was reported that during a training/demo of the da vinci system, the wrist of the monopolar curved scissors instrument moved chaotic. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: while the surgeon was turning the masters in some direction, the jaws were moving in a different direction. The instrument had imprecise motion, and it moved in an unexpected direction. There were no broken cables observed. Isi has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.